Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: date unknown/ not provided serial#: unknown/not provided catalogue#: a complete catalogue # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI # is unknown as product serial number was not provided. If implanted; give date: the intraocular lens was inserted and removed during the same procedure. If explanted; give date: the intraocular lens was inserted and removed during the same procedure (B)(6). Device manufacture date: unknown. (B)(4). Manufacturing record evaluation: the manufacturing records for the intraocular lens could not be reviewed as the serial number could not be provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon found the optic of the intra-ocular lens (iol) to be scratched following implantation. The issue was identified after the lens was implanted and was therefore removed and replaced during the same procedure. This caused a delay and required the incision to be enlarged and sutures to be performed. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.